Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the set screw was confirmed via evaluation of the returned centrimag motor (serial number: (B)(6) ), as the set screw was observed to be damaged upon arrival. The damaged metal locking mechanism was replaced with a new locking mechanism. After replacing the locking mechanism, the unit was then tested with known working test centrimag equipment and the motor functioned as intended without any issues. A full functional checkout was performed, and the unit passed all tests without any issues. The serviced and tested unit was returned to the customer site after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6) , was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor instructions for use instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the centrimage motor had an issue with the thumb screw. The motor was exchanged. No additional information was provided.